Event description:
The patient experienced unstable hemodynamics due to a "ruture" of the right coronary cusp near the left coronary cusp. At explant, no active endocarditis was noted and no cultures were taken. The annulus and septum appeared normal and the vavle had normal adhesions. Another tspv valve was then implanted. The surgeon indicated they had no concerns regarding the valve's performance. The patient had not undergone any medical/dental procedure prior to explant and the patient did not have a history of endocarditis. The patient had a history of hypertension and hypercholesterolemia.